Event description:
A 77-year-old female with a history of atrial fibrillation, pulmonary hypertension, hyperlipidemia, known thrombocytopenia and myxomatous mitral valve presented with postcardiotomy cardiogenic shock (pccs) and a pre-support clinical state consistent with scai shock stage e. An impella cp device was implanted on (B)(6) 2026 for hemodynamic support. During support, the device functioned as intended, operating at p-9 and delivering 3.3 l/min of flow with d5w sodium bicarbonate utilized in the purge solution. While on support the patient experienced hypotension when attempting to reduce the device speed to p-6. Total bilirubin remained elevated, with a right upper quadrant ultrasound pending, and an echocardiogram performed but not yet interpreted. The device was explanted on (B)(6) 2026 following withdrawal of care. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support and past medical history of atrial fibrillation, pulmonary hypertension, hyperlipidemia, and myxomatous mitral valve.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D6a and d6b are unknown at the time of this report.